Event description:
We were informed that the device developed a mushroom shape after placement and was consequently not implanted.

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.